Event description:
Technician alleged bed located in storage had right intermediate siderail that wouldn't lock.

Manufacturer narrative:
Technician disassembled siderail and found sticky substance inside which stopped spring from working. He cleaned siderail components to resolve the issue. There was no pt impact.